Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds during post operation evaluation. Cardiac perforation without perfusion was then discovered. Subsequently, the patient underwent a revision procedure. The lead was unable to be repositioned therefore, the lead was surgically capped and a new lead was successfully placed. No further complications were reported.